Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 88 mg/dl at the time of incident. Customer stated that they inserted new battery and insulin pump was not responded. The troubleshooting was performed for blank display. Customer states the contacts on the battery compartment was damaged. Customer was not calling back after receiving new battery cap. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating current. Insulin pump passed self test. Pump passed off no power test. Insulin pump received with minor scratched lcd window, cracked case at the display window corners and cracked battery tube threads.